Manufacturer narrative:
Of the three devices, one lot number was provided and a lot history review was performed. The devices were not returned to the manufacturer for evaluation; however, medical records were provided for all malfunctions and reviewed. The investigation is confirmed perforation for all three malfunctions. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation. This information was received from various sources. This malfunction involved all three patients with no consequences. Of the three patients, two patients' ages were reported to be between 57-63 years, two patients were reported as male, and one patient was reported as female. All other patient details were not provided.